Manufacturer narrative:
The insulin pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an under delivery. Customer¿s blood glucose was 212 mg/dl at the time of incident. The current blood glucose was 148 mg/dl. Customer treated with insulin pump for high blood glucose. Customer was alleging the insulin pump because the customer had high blood glucose level. The insulin pump will not return for the analysis.